Event description:
Patient reported a decrease in vision in the left eye following an evening outdoors without uv spectacle wear. Patient had not yet been locked in. Doctor suspects premature photopolymerization of the lens. The lens was removed on (B)(6) 2021 and replaced with another light adjustable lens.

Manufacturer narrative:
Patient reported a decrease in vision in the left eye following an evening outdoors without uv spectacle wear. Patient had not yet been locked in. Doctor suspects premature photopolymerization of the lens. The lens was removed on (B)(6) 2021 and replaced with another light adjustable lens. Visual inspection of the returned lens found the lens had been cut into multiple fragments. Visual inspection and optical testing could not confirm the presence of a zone on the lens due to the extensive damage to the lens.

Manufacturer narrative:
Patient reported a decrease in vision in the left eye following an evening outdoors without uv spectacle wear. Patient had not yet been locked in. Doctor suspects premature photopolymerization of the lens. The lens was removed on (B)(6) 2021 and replaced with another light adjustable lens. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been returned and is being evaluated.

Event description:
Patient reported a decrease in vision in the left eye following an evening outdoors without uv spectacle wear. Patient had not yet been locked in. Doctor suspects premature photopolymerization of the lens. The lens was removed on (B)(6) 2021 and replaced with another light adjustable lens.